Manufacturer narrative:
(B)(4). No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) act and down buttons dome switch. No unlocked lcd keypad connector noted. However, unit passed operating currents, self-test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test. No unexpected no delivery, low battery alarms noted during testing. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had broken battery tube threads.

Event description:
The customers mother reported that the product was returned for an unknown reason. The customer¿s blood glucose level was unknown. Troubleshooting was declined. The insulin pump will be returned for analysis.